Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was mold on the catheter. The patient reportedly developed a uti after using the "moldy" catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product is unknown therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling was found to be adequate based on past reviews.

Event description:
It was reported that there was mold on the catheter. The patient reportedly developed a uti after using the "moldy" catheter.